Event description:
Reportedly, several vf episodes showed external interference. After maneuvers were performed, no changes were observed. Intrinsic rhythm was also not detected during the noise. Preliminary analysis revealed that the ventricular noise oversensing most probably resulted from electromagnetic interferences (emi) at 50 hz.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, several vf episodes showed external interference. After maneuvers were performed, no changes were observed. Intrinsic rhythm was also not detected during the noise. Preliminary analysis revealed that the ventricular noise oversensing most probably resulted from electromagnetic interferences (emi) at 50 hz.